Event description:
It was reported that the patient passed away due to an unknown cause. It was noted that the patient was found drowned in the bath. It is unknown if the cause of death was seizure related at this time. The generator has been explanted and returned, and product analysis is pending completion. An obituary search indicated that the patient passed away due to complications from a medical condition. No additional relevant information has been received to date.

Event description:
Product analysis was completed for both the generator and the lead. The generator output was measured for >24 hours and there was no variation in the output signal. The generator performed according to all functional specifications. No anomalies or adverse conditions were identified for either device. No additional relevant information has been received to date.